Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to loosening of the tibial baseplate. The tibial baseplate and insert were revised to a universal tibial baseplate with stem and new liner. There are no allegations against the revised liner.